Event description:
The customer reported that he has been hospitalized this yr due to diabetic ketoacidosis. The customer did not provide the dates, but stated that the most recent event was about two to three weeks ago. The customer has been taken off of insulin pump therapy until the insulin pump is replaced. The customer stated that the insulin pump no longer alarms no delivery as it's supposed to. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.